Manufacturer narrative:
The pump was received with currents in spec. The pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose and or protruded drive support disk. Motor passed motor test. The pump was received with broken off reservoir tube lip. Reservoir unable to lock in place and unable to performed occlusion test due to completely broken off reservoir tube lip. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked lcd window and missing reservoir tube o-ring.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment had piece broken off and chipped away. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.